Event description:
It was reported that this pacemaker system exhibited a red alert, as the device was found to be operating in safety mode. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.